Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: a customer reported that two of their adc devices had glucose readings of "40+ mg/dl" that were lower than a blood glucose meter. It is unknown whether the customer noted a trend arrow on the device. The customer stated that these adc devices were "the same lot number as the recall", but the website confirmed that the serial numbers were not affected. There was no report of any self or third-party medical treatment. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. There was 1 additional sensor reported (unk) and they have been captured under this submission. This is 2 of 2 MDR submission. Reference#: mw5185600 all pertinent information available to abbott diabetes care has been submitted.